Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: during a follow call back on (B)(6) 2019, the customer informed the rep. About still having the same symptoms of lightheaded and dizzy. Customer stated she had gone to her doctor's appointment on (B)(6) 2019 and stated the doctor was not concerned with what she was telling him and provided no treatment. Customer stated she would try to find another doctor. Customer received the replacement meter and performed a blood test fasting and had obtained a result of 44 mg/dl. Customer was not concerned with the result. Manufacturer contacted customer again to ensure that the symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 54, 48, 51 and 56 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer reported that she was feeling lightheaded and dizzy. Medical attention was not needed at the time of the call. The customer stated that she began having these symptoms before she had purchased the meter. Customer has only been using the meter since (B)(6) 2019 when the symptoms started, her doctor is aware of these symptoms and that she has a doctor's appointment scheduled for (B)(6) 2019. Customer was told to be testing her blood glucose for a while, but not been doing so. Customer had lost some weight and thought her diabetes would be better. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 63 mg/dl and 60 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).